Manufacturer narrative:
.

Event description:
The hcp reported that after the patient's catheter was revised due to catheter migration, the catheter was placed at t8. The patient was seen a month after the first revision and then every 2-3 weeks. The patient complained of no improvement after the third dose increase, and hcp noted increased spasticity, but no other symptoms. A plain x-ray was performed which revealed that the catheter was coiled in the subcutaneous tissue and no longer in the intrathecal space. No study was required. The patient was put on the same dose of oral baclofen she had prior to pump placement. The pump is currently delivering 50 mcg/day of lioresal 500 mcg/ml. The hcp plans to remove the drug and fill the pump with normal saline until the catheter revision is performed, which is planned to be in 3 months. The patient is doing okay on the oral baclofen, but was doing even better with the pump. See MFR report #6000030200703151.

Event description:
Additional information: it was stated that in the first 18 months after implant the catheter came out twice and patient had a total of three surgeries which included implant to "fix". Patient had experienced withdrawal symptoms.